Manufacturer narrative:
The insulin pump was received no button response due to a j2/lcd unlocked keypad connector. The pump was also received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive button and keypad.